Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead had been positioned in the left bundle branch (lbb) area. However, post-implant, the lead exhibited low r-wave and high pacing threshold measurements. Therefore, about two weeks post-implant, a new intervention was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains implanted and in service.